Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Customer consumed carbohydrate to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.